Manufacturer narrative:
The patient's concomitant medical devices and therapy dates are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was in able to establish a connection with the ipg. A company representative met with the patient, but was unable to evaluate the ipg as the patient was without the external devices. The patient had been without stimulation for approximately 2 weeks. It was noted the patient did not recharge the ipg ( timeframe unknown). As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different mode. Effective therapy was achieved following the procedure.